Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this device recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The serial number of the device is unknown at this time. Attempts to obtain the information are being made. No other information was provided. No adverse patient effects were reported. If additional information becomes available, the report will be updated at that time.